Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 452 mg/dl and ketones. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and determined the customer forgot to fill the cannula and tubing. The pump was verified to function as intended. Customer required assistance changing the cartridge and tubing to address bg level. Reportedly, the customer¿s bg level lowered. Recommendation was made to discuss diabetes management with a health care professional.